Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implantation procedure,when ejected an iol, the motion was different from usual and the iol flipped over. After that, the iol was reset to the former position and the surgery was completed. There were no problems with the patient's visual acuity after the surgery.

Manufacturer narrative:
The product was not returned for analysis. Video received shows iol implantation. The iol preparation is not provided in the video. When iol comes in the picture, the iol is advanced at the pause location. The trailing haptic is extended straight with the distal potion facing the lens bay. As the plunger is advanced and the leading haptic and optic are delivered through the wound, the trailing haptic remains stuck between the inner nozzle wall and the plunger. As the plunger is further advanced, the leading haptic and optic begin to rotate in the eye. The trailing haptic remains outside the wound and becomes stretched. The trailing haptic is then released from the nozzle with tweezers and pushed through the wound. The iol is then manipulated into the correct orientation in the eye. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow IFU, the trailing haptic is extended back which may have contributed to the reported complaint. The trailing haptic position indicates it was not in a proper position for advancement per the provided diagrams in the IFU. The IFU instructs: "visually inspect the lens to determine the position of the leading and trailing haptics (refer to figure 7). Verify that the plunger is in contact with the trailing optic edge." Based on the results from the product history record, the products met release criteria the manufacturer internal reference number is: (B)(4).